Event description:
It was reported that during preventive maintenance of the device, the unit displayed a "belt slip" error. There was no pt involvement.

Manufacturer narrative:
This complaint was confirmed. The returned roller pump was connected to a laboratory system 1 platform and a belt slip error was displayed immediately upon operation. Visual inspection found a significant amount of grease had leaked from the bearing guts. This is a known design issue with the main bearing leaking grease. The customer's pump was returned for repair, preventive maintenance (pm) and returned to customer. No additional action will be taken at this time. This report is being submitted to the FDA as a result of a retrospective review of product complaints.